Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) therapy with two shocks. It was noted that atp did not convert both of the arrhythmias. There was no out of range impedance measurements observed. Technical services (ts) noted it was sudden in both cases and very stable. The morphology is unusual, but no presenting electrogram (egm) to compare to as patient is always paced. No additional adverse patient effects were reported. The device remains in service.